Event description:
Boston scientific received information that this right ventricular lead and device displayed a high, out of range shock impedance measurement. A request for additional information has been made. There were no adverse patient effects reported. The system remains in service.

Event description:
Subsequent information indicated that additional out of range shock impedance measurements were recorded. The patient had also presented to the emergency room after receiving two inappropriate shocks for oversensed noise on the right ventricular (rv) lead. It was noted that the pace impedance was fluctuating but remained within normal limits. The local field representative (fr) indicated that the noise was reproducible when the patient moved. In addition to the noise noted, there was also a frequent rv sensed event that did not correspond to any interval on a surface electrocardiogram. Boston scientific technical services (ts) reviewed numerous rhythm strips sent in by the fr. Ts noted noise on all three channels that appeared to be electromagnetic interference (emi) in nature. Ts discussed the possibility of there being an issue with the header as the fr reported the device was placed subpectorally. A surgical revision procedure was performed. The device was removed from the pocket . The rv and lv leads were tested through the pacing system analyzer. Both leads displayed high impedances and thresholds. The rv lead still displayed oversensing. An old pace/sense lead was then used and this lead remained active for high voltage delivery. A new device was implanted. After the new device was implanted, out of range shock impedance measurements and oversensing were still noted. Subsequent information indicated that ultimately, the patient received a new competitor rv lead and device. There were no additional adverse effects reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.